Manufacturer narrative:
Results of evaluation: conclusion: the instrument was cycled repeatedly and it failed to arm. The weld depth was measured and determined to be excessively welded and skewed. Excessive weld and skewness will result in failure to arm or intermittent arming. A review of the welding process has been initiated. Comments: co reviews each incident as it occurs in an effort to continously improve co's products.

Event description:
During a laparoscopic assisted vaginal hysterectomy the surgeon stapled the right infundibulopelvic ligament and attempted to staple across the remaining pedicle when the ez35w would not fire. After clamping, the pedicle tore with bleeding. The or did not have more vascular staples so the surgeon felt it was in the pt's best interest to perform a laparotomy.